Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was confirmed by failure analysis. The instrument was found to have a broken curved blade. A broken piece measuring approximately 0.33" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not detach the tissue. When the instrument was removed, it was found to have a broken blade. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The customer used a backup instrument of the same kind to complete the procedure. Fragments were reported to have fallen inside the patient and were retrieved from the body during the same procedure. Intuitive surgical, inc. (Isi) followed up with the site nurse and obtained additional information regarding the reported event: the instrument was inspected before use with nothing unusual. The issue happened as the surgeon was dissecting tissue. The surgeon noted that the instrument was not dissecting the tissue and when the instrument was removed, it was found to have a broken blade. The surgeon believed it was a quality problem that caused the instrument to break. The instrument did not collide with other instruments or hard materials during the surgical procedure. The instrument was removed during the procedure, and the wrist was straightened before removal. The surgeon didn't feel any resistance. The surgeon and his assistant worked together through an endoscope to remove the fragment. No additional surgery was required to remove the fragment. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.